Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the maximum settings reached message was due to the system having impedances on all electrodes. The cause is unknown. No steps have been taken yet to resolve this issue and it is not resolved yet. The cause of the high impedances is unknown and the issue is not yet resolved. The cause of the patient not feeling stimulation was due to the high impedance issues. This issue is not yet resolved either.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back again regarding therapy/device concerns. The patient reported the doctor ordered x-ray and found the lead was perfect. Asked the patient if the doctor determined the root cause of the issue with impedance and patient was not clear. Patient stated they were told that it was a "fail" and this thing is not working right even though everything looks fine under x-ray. The patient stated the doctor told them that the rep would be calling them however patient has not heard from him.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that, for the last 6 months at least, they have been getting the maximum settings reached message when they try to increase stim. Patient is not feeling stimulation sensation and therapy is not working for them. Patient reported on one program it will go to 0.7 but on the other programs it can only go to 0.3 or 0.4. The patient had already seen their managing physician about this but the physician thought it was a problem with the programmer and directed the patient to call medtronic. Agent reviewed meaning of this message with the patient and that it does not indicate a problem with the programmer. Patient reported they have fallen but it was nothing severe. Agent emailed field staff. Patient also plans to make a follow up call to their managing hcp. Additional information was received from a manufacturer representative (rep). The rep reported that they met with patient today and high impedances (greater than 4k ohms) were seen on contacts 0 and 1. Caller was unable to increase past 0.3 ma on all programs 1-6 and unable to go past 0.7 ma on program 7 and patient never felt any sensation. Caller stated patient reported therapy never really worked for them but they didn't tell the office until a couple weeks ago. Caller was aware that patient was having issues a couple weeks ago when the appointment was scheduled and found out today the specific details. Agent suggested imaging but likely hcp will need to go intra-op and test lead only impedances to see where the issue is and whether ins or lead needs to be replaced. Additional information was received from the patient. They repeated all therapy/device concerns as was previously reported and documented. Patient said did meet with the medtronic representative however the physician wasn't available at that time. Patient would like information about the warranty. Agent reviewed warranty information and redirected patient to follow up with managing physician. Patient also mentioned since return of symptoms around november/december has now returned to taking medication which doesn't want to do and the reason for the implant. Patient was redirected to their managing physician regarding medical direction.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.